Manufacturer narrative:
The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer did not find a problem with the device.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Olympus technical support assisted the reporting person in troubleshooting the issue by phone. The reporting person communicated that they were unable to duplicate the problem and the unit functioned as intended since the last occurrence.

Event description:
User facility reported to olympus that hospital staff reported they were losing the image intermittently during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.